Manufacturer narrative:
Not returned. The leads were noted as discarded following the procedure, and will not likely be returned for analysis. If returned, or if add'l info becomes available, this event will be updated.

Event description:
Boston scientific crm received info that during an attempted implant procedure, these 4456, 4469, 4470 and 4471 leads were attempted and removed due to advancement and/or placement difficulties. During the procedure the pt became unstable, therefore the physician elected to remove all leads and end the procedure. During the pocket closure, the pt became increasingly unstable. A chest tube was inserted, 2.5 liters of blood were drained, and cardiopulmonary resuscitation (CPR) was performed. The pt could not be resuscitated, and subsequently died. The physician suspected a possible lead perforation had occurred, however, did not indicate which lead may have caused the perforation. There are currently no advisories on any of these lead models.